Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of thrombus in the right ovarian vein extending to the level of the renal veins had an inferior vena cava (ivc) filter deployed above the superior aspect of the renal veins, superior to the ivc thrombus. Following filter placement, the patient underwent thrombolysis. Approximately three months post filter deployment, ultrasound did not demonstrate evidence of thrombus and CT scan demonstrated the ivc filter in satisfactory position; therefore, filter retrieval was scheduled. The right internal jugular vein was accessed and an inferior venacavogram demonstrated the filter in the suprarenal intrahepatic segment of the ivc. Multiple attempts to grasp the apex of the filter with a cone retrieval device were not successful. During the attempts, the detached filter limb identified on pre-procedure CT scan was successfully removed. Additional retrieval attempts with a snare device were unsuccessful. Imaging demonstrated the apex of the filter protruding beyond the anterior wall of the ivc. Completion imaging demonstrated on of the upper filter struts to be angled in position when compared to initial imaging. The lower struts remained in favorable position. The patient tolerated the procedure well. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for removal difficulties, detached filter limb, apex perforation of the ivc, and material deformation. Per the reported medical records, an attempt was made to remove the filter with a snare. The current IFU states "only use the recovery cone removal system to remove the g2 filter." The IFU also states, "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Therefore, patient factors and procedural issues involving the retrieval system may have contributed to the difficulties experienced in attempting to remove the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - if large thrombus is present at the initial delivery site, do not attempt to deliver the filter. Migration of the clot and/or filter may occur. Select an alternate site to deliver the filter. A small thrombus could be bypassed by the guidewire and introducer sheath. - only use the recovery cone removal system to remove the g2 filter - filter fractures are a known complication of vena cava filters. There have also been reports of serious pulmonary and cardiac complications with the vena cava filters requiring retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall precautions: - the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs detached. The detached limbs were successfully retrieved percutaneously; however, the filter was unable to be retrieved. The status of the patient is unknown.